Event description:
It was reported that hub disconnected from the tube. The issue was identified during use on patient. There was no reported patient injury or consequence.

Manufacturer narrative:
Qn#(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. DHR review could not be conducted since the lot number was not provided.

Manufacturer narrative:
(B)(4). In section d provided available di #, unable to provide full UDI as no lot number was reported. Additionally added the brand name of the device. UDI related data quality updates only.

Event description:
It was reported that hub disconnected from the tube. The issue was identified during use on patient. There was no reported patient injury or consequence.